Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and serile lot reivew were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis reference internal complaint (B)(4).

Event description:
It was reported the physician performed an uneventful novasure endometrial ablation on (B)(6) 2017. Two days post procedure on (B)(6) 2017 the patient returned to the hospital with a fever of 103 degrees fahrenheit and was admitted into the hospital. On (B)(6) 2017 the patient's fever dropped to 101 degrees fahrenheit and the patient was still being monitored. It is unknown when the patient was discharged. It is unknown if intervention was required.